Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device malfunction was not reproduced and a definitive root cause of the reported issue could not be determined. Since there was no record in the error log of the front panel light going off, it was determined that there is nothing abnormal with the operation of the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the insufflation unit, the front panel would turn off. The issue occurred during a laparoscopic nephrectomy procedure. The procedure was completed using the same device. There were no reports of patient harm.